Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. However, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the baseplate inserter tip broke intra-operatively during surgery. During the intraoperative insertion and impaction of a comprehensive reverse glenosphere, the black plastic tip of the 2-prong glenosphere inserter/impactor fractured while the implant was being impacted into the baseplate. Despite the instrument failure, the procedure was successfully completed using an alternate method. The surgeon manually inserted the glenosphere and performed the final impaction with a secondary impactor. No portion of the product fell into or remained inside the patient. All broken fragments were immediately retrieved, and no fragments were retained in the surgical site. No further information has been provided.